Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that during a laparoscopic procedure the high flow insufflation unit was unable to get the pressures above 7 mmhg and then it switched off. There were no reports of patient harm.